Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the drive link was loose, which can cause or contribute to the reported event and can be caused by a material fatigue issue or impact. The device was serviced for preventive maintenance and returned to the user facility.